Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release.the potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user was evaluated by the inserting hcp, who reported an infection and initiated antibiotic treatment. The user expressed confusion because the sensor was reading low while a fingerstick glucose measurement was above 500 mg/dl. Customer care attempted to follow up with the user regarding the reported issue; however, the user could not be reached, and the call was forwarded to voicemail.

Event description:
Senseonics was made aware of an incident where user was evaluated by the inserting hcp, who reported an infection and initiated antibiotic treatment. The user expressed confusion because the sensor was reading low while a fingerstick glucose measurement was above 500 mg/dl. Customer care attempted to follow up with the user regarding the reported issue; however, the user could not be reached, and the call was forwarded to voicemail.